Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) that was not working properly. At a later date, the patient underwent surgical intervention to replace the ipp and a tear was found in the left cylinder. The left cylinder and pump were explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned components underwent a thorough analysis. The cylinder was visually inspected and presented wear at a fold in the distal end of the cylinder. A large hole with a detached inner tubing and broken fabric threads was identified that was consistent with sharp instrument damage. A leak was found at the proximal end of the cylinder. The rear tip extender showed no signs of abnormalities. The pump was cut down to the pump block, and there was no tubing returned for analysis. Contamination was found in the pump, so functional testing could not be performed. The pump did pass the leak testing. Based on the information available, the clinical observations could not be confirmed; therefore, a conclusion of cause not established was chosen.

Event description:
It was reported that this inflatable penile prosthesis (ipp) that was not working properly. At a later date, the patient underwent surgical intervention to replace the ipp and a tear was found in the left cylinder. The left cylinder and pump were explanted and replaced. There were no patient complications reported.